Manufacturer narrative:
An event for patient effects of pericardial effusion, cardiac tamponade, and hypotension was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause for the reported pericardial effusion led to cardiac tamponade could not be conclusively determined. Hypotension was a cascading effect of cardiac tamponade. The reported hospitalization and unexpected medical interventions were the results of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Crd_964 - catalyst ide, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 31mm amplatzer amulet was chosen for implant with a 14f amplatzer torqvue 45x45 delivery sheath. Transseptal inferoposterior puncture achieved via brk needle and sl1 transseptal sheath. The patient's left atrial appendage (laa) measurements were as follows: width = 25mm; laa depth = 12mm; and landing zone = 21-25mm. The left atrial pressure measured 15mmhg and the patient was administered fluids to maintain pressure. The patient's starting atrial rhythm was atrial fibrillation. During procedure, heparin was administered and the patient's activated clotting time (act) level ranged from 394-452 seconds. There were no partial or complete recaptures during procedure. It was noted after procedure but prior to discharge on (B)(6) 2024, the patient was kept in the cardiac care unit (ccu) for monitoring. The patient developed hypotension and a circumferential pericardial effusion was noted at the pericardial area. The pericardial effusion measured 5mm and cardiac tamponade was confirmed. A decision was made to perform a pericardiocentesis and blood transfusion was administered. The patient status was reported stable but still hospitalized. It was then reported on (B)(6) 2024, repeat pericardial effusion was noted with shortness of breath. The repeat pericardial effusion measured 9mm and was located 1.5cm left ventricular posterolateral aspect. A decision was made to perform another pericardiocentesis, or pericardial tapping. The patient was started on 80mg daily aspirin on 11 november 2024. The patient status was reported discharged on (B)(6) 2024.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
(B)(6) - catalyst ide, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 31mm amplatzer amulet was chosen for implant with a 14f amplatzer torqvue 45x45 delivery sheath. Transseptal inferoposterior puncture achieved via brk needle and sl1 transseptal sheath. The patient's left atrial appendage (laa) measurements were as follows: width = 25mm; laa depth = 12mm; and landing zone = 21-25mm. The left atrial pressure measured 15mmhg and the patient was administered fluids to maintain pressure. The patient's starting atrial rhythm was atrial fibrillation. During procedure, heparin was administered and the patient's activated clotting time (act) level ranged from 394-452 seconds. There were no partial or complete recaptures during procedure. It was noted after procedure but prior to discharge on (B)(6) 2024, the patient was kept in the cardiac care unit (ccu) for monitoring. The patient developed hypotension and a circumferential pericardial effusion was noted at the pericardial area. The pericardial effusion measured 5mm and cardiac tamponade was confirmed. A decision was made to perform a pericardiocentesis and blood transfusion was administered. The patient status was reported stable but still hospitalized.